Manufacturer narrative:
This report is for an unknown screws/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the polyetheretherketone (peek) implant had to be removed due to infection. It is unknown if there was a surgical delay. Procedure and patient outcome are unknown. This complaint involves an unknown number of devices. This report is 3 of 3 for (B)(4).